Manufacturer narrative:
An evaluation of the subject cot was not conducted as it was reported it would be replaced as part of the insurance claim resulting from the (B)(6). The complainant confirmed the cot and fastener functioned as intended and did not fail during use. The alleged injuries were not a result of the failure of the cot and fastener. No additional details were provided regarding the alleged patient and medic injury.

Event description:
Complainant alleged while transporting a patient in the ambulance, they were involved iin a motor vehicle accident. The patient and medic sustained injuries as a result of the accident. Complainant confirmed the stretcher remained in the fastener as intended.

Event description:
Complainant alleged while transporting a patient in the ambulance, they were involved in a motor vehicle accident. The patient and medic sustained injuries as a result of the accident. Complainant confirmed the stretcher remained in the fastener as intended.